Event description:
Boston scientific received information that during a device replacement procedure, the physician experienced difficulty loosening the setscrews on the device header, there was concern that they were stripped. Boston scientific technical services (ts) was consulted and suggested ensuring all setscrews were loosened and to use a hex wrench. Subsequently the physician was able to loosen the setscrews using the hex wrench. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All setscrews were noted to loosen appropriately. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.